Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had an alert for the right ventricular (rv) lead shock high impedance out of range. Technical services reviewed the available data and recommended a thorough assessment of the rv lead and suggested to continue monitoring this patient. Additionally, no x ray was performed and the physician will continue to monitor this patient via latitude. At this time, device remains in service and there were no adverse patient effects reported.